Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during programming of a controller for implant set up the lcd display was not fully illuminated. The user was unable to see the parameters on display. The site did not use the controller. There was no impact on the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event.  The reported event was confirmed at the bench level. The controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing horizontally throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller could display all pixels correctly. The controller lcd display failure was most likely caused by a faulty lcd display module. A supplier investigation is investigating defective lcd displays. The most likely root cause of the reported event can be attributed to a faulty lcd display module. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.